Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and deflation.

Event description:
Healthcare professional reported "severe hematoma, capsular contracture baker grade IV, hardening of breast, painful breast and deformity". Healthcare professional later reported "ruptured saline implant". This record is for the right side. Device was explanted.